Event description:
It was reported that the patient's implantable neurostimulator (ins) had turned on/off over 200 times; the patient's ins was off for 75% of the time in the previous couple months. It was planned that the patient would see his physician on (B)(6) 2012. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient worked with power tools for wood working and his implantable neurostimulator (ins) was showing 190 activations in several months. The reporter last saw the patient on (B)(6) 2013 when the counters were reset. The patient was not finding himself off and was seemingly staying on.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that he had a loss of stimulation. His device would sometimes turn off and on when he used a power tool, such as a circular saw. This also occurred once when he went to his healthcare provider (hcp) who put tens on his back and the implantable neurostimulator (ins) turned off and on 122 times. This had been occurring as of 2012.

Manufacturer narrative:
Product ID: 7482a95, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 3387s-40, lot#: v460686, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. There were no known symptoms associated with the event. The health care provider (hcp) last saw the patient on (B)(6) 2012 and it was reported that "counters reset" and there were "0 activations." It was unclear what was being referred to by these statements. Hospitalization was not required and there was no patient injury.